Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events : urological applications. Adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
This complaint is being opened in association with the alleged event filed by the patient's attorney in (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's implant sheet. Per additional information received, the patient has experienced recurrent urinary tract infections (uti), urinary urgency, urinary frequency, urge/stress/mixed urinary incontinence, over active bladder, abdominal pain/lower abdomen on fire (burning sensation), tenderness, difficulty emptying bladder, fatigue, bad moods, bladder perforation (organ perforation), blood loss, stage I cystocele, bladder outlet obstruction (obstruction), nocturia, urethrovesical junction hypermobility, urogenital vaginal atrophy, vaginal burning, low bladder capacity, bacteria/escherichia coli in urine (bacterial infection), urobilinogen/nitrites/mucus in urine, hazy appearing urine, fibromyalgia/myalgia/myositis and required additional surgical and non-surgical interventions.